Event description:
Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating that,an ECG alarm was displayed. There was no patient involvement. This report has been updated from serious injury to product problem.

Manufacturer narrative:
This report is based on information provided by philips technical support team and has been investigated by the philips complaint handling team. The technical support team evaluated the device log provided by the customer and did not observe any problem with the device. The device is fully functional. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The reported problem was not confirmed. No device problem observed. It has been concluded that no further action is required at this time.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating that, when the customer tried to use the device at night, it showed a red x and an ECG error was displayed. No patient harm was reported. Monitor/defibrillators are life-saving devices, therefore the inability to monitor ECG will be considered a serious injury due to the serious deterioration of health that may result from a delay to monitor.